Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a bioclusive pouch was discovered with a seal issue. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint # (B)(4).